Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that during a routine follow up battery status at the time was 2.74v and an estimated longevity of two years. It was also reported that during the next follow up six months later, the device was unable to be interrogated and there was no response to the magnet when place over the device. It was further reported that the patient was in atrial fibrillation (af) with a rate of 37-64 bpm. Therefore the device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.